Event description:
It was reported the patient experienced a fall and the patient stated the scs ipg shifted and began pressing against her spine. It was also reported the ipg was unable to communicate and was found to be inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.